Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the instrument and found no issues. The cse ran quality controls on three levels, which were within range. The cause of the discordant, falsely elevated tni-ultra result on one patient is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The patient was drawn multiple times. The third draw result obtained was falsely elevated and the discordant result was reported to the physician(s). After this draw, the patient was transferred from the emergency department to intensive care unit and was given nitroglycerine. The first two draws for the patient were tested on the same instrument, resulting lower as expected. Two additional draws obtained from the patient were tested on the same instrument, resulting lower than the discordant result and matched the results of the first and second draws. The third draw, which resulted falsely elevated, was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
Additional information (05/12/2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse stated that the customer investigated the sample handling in the emergency room (ER). The customer found out that the technicians were not following tube manufacturers recommendations for sample draw. The customer instructed the nursing and ER staff on proper sample draw/handling technique as recommended by the tube manufacturer. The customer ran quality controls, which were within range. The customer concluded that the event was related to poor sample handling and not related to the instrument. The instrument is performing according to specifications. No further evaluation of the device is required.